Event description:
It was reported that the device would not turn on ac or battery power during inspection. There was no patient use associated with the event.

Manufacturer narrative:
Physio-control evaluated the device and found that the device was able to operate properly with a fully charged battery. The device was unable to operate on ac power and charge the installed battery. The cause for the no ac inoperative problem was determined to be shorted transistors, q1 and q2, on the power supply assembly. There was no device failure to operate on battery power.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance. Physio anticipates the device return and continues to investigate the reported issue. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.